Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented during follow-up in-clinic. Upon review, the right atrial(ra) lead exhibited noise that isometrics confirmed. Programming changes were made. Patient will continue to be monitored. There were no patient consequences.